Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) level was 540-541 mg/dl. Customer administered a manual injection to address bg level. Customer went to the emergency room (ER) and was treated with intravenous saline and insulin. Customer was released from the emergency room on (B)(6) 2021 with no permanent damage. Tandem technical support provided additional training regarding proper load sequence to address the issue.